Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with critical pump error multiple times. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and it was confirmed that the customer had zero active insulin. There was also an insert battery error on the device. An autotest was performed and the device passed; however, the customer did not feel comfortable continuing to use this insulin pump. The insulin pump will be returned for analysis and the customer will receive a replacement device.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No critical error alarm during test. Device received with scratched case, pillowing keypad overlay, missing display window cover, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.